Event description:
The asset ultrasound gastrovideoscope was returned to the service center without customer allegation. During the device inspection, pinholes at the light guide lens sealant was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the device inspection is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.